Manufacturer narrative:
(B)(4). The returned sensor was analyzed, and a visual evaluation noted that the shrink sleeve was totally detached which was consistent when the device was observed under magnification, exposing the core wire. Additionally, the distal section of the core wire was bent. The outer diameter dimensions were found within specification. No other problems with the device were noted. The product analysis revealed that the shrink sleeve was totally detached. Based on the condition of the device, it could have been caused by the insertion or retraction of the device and procedural factors as the interaction with other devices or tools involved could have induced the problem observed and that problem could have been interpreted by the customer as ptfe peeled. Also, an excess of force and the anatomy could have caused the problem bent sensor. Based on all gathered information, the most probable root cause of this event is adverse event related to procedure since it is most likely that the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a sensor guidewire was used in a procedure performed on (B)(6) 2021. During procedure, it was noticed that the coating of the sensor guidewire at the end peeled of leaving the wire exposed. It was reported that the coating was retrieved by the physician. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results: shrink sleeve totally detached.